Event description:
It was reported the procedure was being performed on a (B)(6) female pt. As soon as the tip was inserted into the pt, they noticed through the camera system that the balloon broke. As a result, everything was removed immediately intact and another catheter was used successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
MFR control no. (B)(4).